Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported the catheter became stuck on the wire. A spiroflex® angiojet® thrombectomy set was selected for an thrombectomy procedure. While the catheter was inside the patient, an unspecified wire fractured inside the device and the device became stuck on the wire. The device and wire were removed. The procedure was completed with a new wire and device. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the spiroflex thrombectomy system. The shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there was no guidewire stuck in the device. The hypotube was fractured inside the distal shaft 42cm from the tip. Because there was no evidence of any product quality deficiencies, it was considered likely that the broken hypotube was attributable to handling of the device. Functional testing was completed with a test .014¿ guidewire, as the guidewire used in the procedure was not returned for analysis. The test guidewire was inserted and advanced through the catheter with no resistance or issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A spiroflex® angiojet® thrombectomy set was selected for an thrombectomy procedure. While the catheter was inside the patient, an unspecified wire fractured inside the device and the device became stuck on the wire. The device and wire were removed. The procedure was completed with a new wire and device. There were no patient complications reported and the patient was fine.